Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with blood glucose value of 54 mg/dl and reported pump error 63 (hardware low-level failure alarm). Troubleshooting was performed and found that the customer was able to clear the alarm and rewind the pump successfully. Troubleshooting was performed for low blood glucose event and it was unknown whether the pump was used within 48 hours before the low bg event. No further patient complications were reported. The customer will discontinue using the insulin pump and the device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error 63 alarm occurred during testing. A review of the pump history file shows during on (B)(6) 2023 the pump experienced: five (5) pump error 63 (line number: 147, file number: (B)(4), variable info =15) alarms due to a problem with the twi interface or ad5161 chip, listed below: on (B)(6) 2023 13:06:22 hardware error alarm (63) line number: 147, file number: (B)(4) variable info: 15. On (B)(6) 2023 15:40:07 hardware error alarm (63) line number: 147, file number: (B)(4) variable info: 15. On (B)(6) 2023 21:25:01 hardware error alarm (63) line number: 147, file number: (B)(4) variable info: 15. On (B)(6) 2023 08:38:39 hardware error alarm (63) line number: 147, file number: (B)(4) variable info: 15. On (B)(6) 2023 12:32:07 hardware error alarm (63) line number: 147, file number: (B)(4) variable info: 15. Two (2) pump error 4 (line number: 2690, file number: (B)(4) alarms due to a possible hw error during accessing ad5161 chip via twi interface, listed below: on (B)(6) 2023 15:40:07 fault number: main processor communication alarm (4) line number: 2690, file number: (B)(4). On (B)(6) 2023 12:32:07 fault number: main processor communication alarm (4) line number: 2690, file number: (B)(4). The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2). The following were noted during the physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. Pump error 63 and pump error 4 alarms are confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic) with this report.

Event description:
Updating summary: troubleshooting was declined for the low blood glucose event as the call was disconnected.